Event description:
Customer received erroneous ckmb results for two patients during early morning shift. Patient 1, initial result less than 01 ng/ml, repeat 2.8 ng/ml. Customer posted a corrected report on the chart immediately. No treatment was given as a result of the original report.

Event description:
Customer received erroneous ckmb results for two patients during early morning shift. Patient 2, initial result less than 0.1 ng/ml, repeat 2.7 ng/ml. Customer posted a corrected report on the chart immediately. No treatment was given as a result of the original report.

Manufacturer narrative:
The field service representative determined a measurement cell clot to be the cause of the issue. He took out and cleaned measurement cell, ran procell and checked sr pipette adjustment. He also ran am and tsh which were within specification.

Manufacturer narrative:
The field service representative determined a measurement cell clot to be the cause of the issue. He took out and cleaned measurement cell, ran procell and checked sr pipette adjustment. He also ran am and tsh which were within specification.